Event description:
It was reported that there was a broken haptic while loading, which was attributed to a handling/user error. It was stated that the intraocular lens (iol) was explanted/removed from the eye and another lens was replaced with the same model during the same procedure. The incision was enlarged and a suture was placed. No patient injury was reported.

Manufacturer narrative:
The product was not returned at the time of submitting the medical device report. The lens met all mfg specifications prior to release. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.